Event description:
It was reported that the cartridge was leaking at the pigtail. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.